Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 40 mg/dl. Customer¿s other blood glucose value was 46 mg/dl and 77 mg/dl. Customer was treated with fruit and yogurt . Customer declined to troubleshoot for low blood glucose level. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.